Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported difficulty charging the implanted neurostimulator since implant. The following troubleshooting steps were performed reset the recharger, repositioned the recharger, patient tried multiple positions. Patient can feel the implant and reports that it sticks out. The caller reports that they have been trying to charge for hours today and have not been able to get it to work. They caller reported that when they do get connection it loses it easily, with the belt or without. The caller reports that they are in pain from bulging discs and now they are swollen and have inflammation and this is making it worse. The patient needs to charge because they need to get an MRI of their back. The issue was not resolved through troubleshooting. An email was sent to the repair department. The patient also reported that they s topped using the therapy after two months due to the issues with recharging and that the therapy did not work to control the symptoms anyway. The first implant worked with no issues. (B)(6) 2023 rpl 392067 (rep): no new information.